Event description:
Patient's seizure intensity increased after vns implant. Investigation to date has been unable to determine the significance of the increase in seizure severity and the potential for injury as a result of the severity increase. The patient's drooling reportedly worsened in 2001 following vns implant. Additionally, the patient's seizure severity increased and the patient reportedly experienced urinary incontinence during seizures with the vns therapy. In june 2002, the patient's device was programmed to off in an effort to assess the relationship of the drooling to the vns therapy. There was no evident change in the patient's drooling with the devive several programmed to off. The patient did not have any significant change in seizure control with the vns therapy despite several programming changes before the device was programmed to off. The patient no longer experiences urinary incontinence during seizures with the device programmed to off. In september 2002, the patient's device was programmed back to on for approximately one week. When the incontinence during seizures started, the device was programmed back to off. The patient's ncp system remains off at this time with no plans to program the device back to on. The patient's family member is considering explant of the ncp system.